Event description:
It was reported that patient had a small vertical gas breakthrough nasally on the left eye. Doctor elected to lift the flap and complete the procedure as planned. No other issues either eye. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: customer declined to provide due to hipaa violation. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.